Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to high pacing thresholds and loss of capture. The rv lead was successfully replaced, and the device was replaced due to normal battery depletion. No additional adverse patient effects were reported.